Manufacturer narrative:
(B)(4). Manufacturing investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including headache and hypotension. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. A dialyzer reaction is not thought to be a device malfunction but an idiosyncratic reaction resulting from the patient's genetic make up and the blood interaction with the dialyzer membrane and possible method of sterilization. Clinical investigation: a clinical investigation was performed from medical records to identify a causal relationship between the product and the stated event of dialyzer reaction. There is documentation in the medical record that shows a possible causal relationship between the optiflux 160nre dialyzer assembly and the patient's complaints of light headedness and/or feeling both poor and dizzy following her regularly scheduled hd treatments. Although, a definitive relationship is not able to be established, as the patient's estimated dry weight (edw) was also increased by 2 kilograms (kg) at the same time the change in dialyzer was made. Therefore, the resolution of the patient's symptoms could be attributed to the change in dialyzer, the patient's edw, or a combination of the two. Without a re-challenge with the optiflux 160nre dialyzer assembly, a causal relationship between the adverse reaction and the dialyzer product cannot be confirmed.

Event description:
A user facility registered nurse reported a patient with symptoms of headache, malaise, and lightheadedness while undergoing a hemodialysis (hd) treatment using an optiflux 160nre dialyzer assembly. The physician attributed the observed patient effects to a reaction with the dialyzer. Follow-up with the facility clinical coordinator revealed that the patient began hd treatments at their site on (B)(6) 2016, and the symptoms were first observed after using this dialyzer type for approximately one month. The symptoms occurred at the end of treatment approximately once a week, between (B)(6) 2016 (mid-month) and (B)(6) 2016. The symptoms were originally thought to be associated with the patient becoming acclimated to hd therapy. Additionally, a saline bolus was intermittently administered to alleviate the symptoms, but was not always necessary. No other medical interventions were performed and no other symptoms or patient effects were reported. The user facility further revealed the presence of a rash on the patient's fistula arm which was diagnosed as contact dermatitis and thought to be from the tape used to hold the fistula needles. Concomitant medications were lidocaine (for needle insertion), heparin, and occasionally epogen (currently not using). The physician thought the symptoms may be related to a dialyzer reaction and ordered a change to another manufacturer's dialyzer product. A simultaneous change to the patient's dialyzer, and an increase in the patient's dry weight was performed with a resultant resolution of symptoms. However, the cc was not able to confirm which intervention provided the symptom relief. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The patient continues to undergo routinely scheduled hd treatments with another manufacturer's dialyzer. Medical records were received relevant to this event. Treatment sheets from the event date revealed the following: on (B)(6) 2016 the patient (pt) presented and completed their regularly scheduled hd treatment. Pre-treatment and post-treatment vital signs were stable and they tolerated their treatment well; documentation for the duration of the treatment reports the ¿pt alert, resting comfortably, or resting comfortably, watching television.¿ however, during the pre-assessment done on arrival the pt reported some light headedness after the last treatment. Additionally, on (B)(6) 2016 the physician completed dialysis rounds on the pt and notes that the pt ¿tells me after dialysis she is a little dizzy, she says she really feels poorly and then she feels better after a while.¿ this prompted the physician to order a change in dialyzer from the current optiflux 160nre dialyzer assembly to another manufacturer's cellulose acetate dialyzer due to interdialytic symptoms of dialyzer reactions. Additionally the physician increased the pt¿s estimated dry weight (edw) by 2kg making the edw (B)(6), and wrote orders to give normal saline replacement fluid as needed.